Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified bd heparin tube gave erroneous results. The following information was provided by the initial reporter: "-it is reported customer experienced erroneous results. Pas survey verbiage received, - "two years ago the green top heparin tube yielded false troponin levels. Unknown if false high or low. "Packs" of these tubes were returned to either bd or distributor. No further info was available." Pas survey attached."